Event description:
A patient reported that their implantable neurostimulator (ins) was turning off by itself. When the ins turns off, he is able to turn it back on with the patient programmer. It is unknown if the patient has cycling programmed or scheduled therapy. The battery was not low and the patient was able to turn stimulation without charging. It was suggested that the patient keep a journal of on/off incidents. The patient was redirected to their healthcare provider. No patient symptoms were reported. The patient also reported a recharging problem. It was taking too long to charge and the last quartile never filled in completely. The patient was redirected to their healthcare provider to check/discuss recharge stats. The indication for implant was post lumbar laminectomy syndrome.

Event description:
Additional information was received on 2017-01-30 from a consumer via a manufacturer representative reporting that the patient reported the therapy was turning on and off by itself. It was initially reported that the ins was going on and off by itself but throughout the call the issue seemed to be that it would turn off on its own and the patient would have to turn it back on with the programmer. No error codes were reported. It was reported to be unknown by the manufacturer representative or patient how often the issue happened. It occurred during normal activities, was not related to position, and the patient would feel their pain return. There were no recent medical tests or electromagnetic interference (emi). During the events, the patient confirmed the implantable neurostimulator (ins) status with the patient programmer correctly. The patient checked the ins with the programmer and used it to turn the ins back on. The clinician programmer was used to interrogate the ins information and indicated that on the first of the month it appeared the ins was off half the day but the patient never turned off the device. The patient could not remember other dates when it turned off to compare with the ins diary information. Impedance measurements were taken. None were over 10,000 and electrodes 8, 9, and 10 were at 3600 ohms while the rest were around 1200 ohms or so. The patient was not programmed on 8, 9, or 10 in most of their groups. It was reported that there were high impedances found on the day of the call (B)(6) 2017. The patient stated that the ins was about half full when these events occurred. It was suggested that the patient keep a journal for future dates that these events occur. This issue started happening about 6 months ago in 2015. It was reported that the implantable neurostimulator (ins) would not charge past 75%. It was stated that when the patient checked it with the patient programmer it showed full charge. The caller did not see any messages on the clinician programmer to ¿recharge sooner.¿ the manufacturer representative mentioned that the normally when the patient was having problems the ins would say ¿recharger sooner or something like that.¿ there were no related falls, traumas, or electromagnetic interference (emi). The recharge statistics were checked and they showed the average coupling was the full 8 bars. The battery status and battery life were okay. The statistics showed that the patient had a good charging history with 8 bars and typically charged 75% or almost. The ins appeared to be charging appropriately. It was suggested that the patient keep track of the charging and keep a diary. It was reviewed that it may take longer to charge over 75%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.